Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv in on label procedures. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. There is no specific instruction for placement in a native mitral valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate placement of the sapien 3 valve in the oval shaped semi-rigid mitral ring likely contributed to the reported pvl and subsequent placement of a plug. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: rumpf, p.m., michel, j., xhepa, e., kasel, a.m. ¿paravalvular leakage due to ring dehiscence after mitral valve-in-ring therapy: mechanisms and percutaneous treatment¿. European heart journal, 2019. Https://doi.org/10.1093/eurheartj/ehz763.

Event description:
As reported by our affiliate in (B)(6) and through an article, ¿paravalvular leakage due to ring dehiscence after mitral valve-in-ring therapy: mechanisms and percutaneous treatment¿, 14 years after surgical mitral valve repair, the patient presented with congestive heart failure. Due to severe mitral valvular insufficiency, a transseptal valve in ring procedure was performed using a 29mm sapien 3 ultra valve. Complicating the procedure, transesophageal echo (toe) showed new paravalvular regurgitation, predominantly antero-medial, and antero-lateral of the annuloplasty ring due to dehiscence of the commissures. Explanation thereof was circular deformation of the d-shaped semirigid mitral ring that caused strong tissue traction, especially at these segments. Due to recurrent heart failure caused by a progression of paravalvular regurgitation, the patient was brought back, and the leak was successfully closed with an amplatzer vsd-occluder in a second transseptal intervention. Subsequently, the patient recovered fully and was discharged home.